Event description:
The needle separated from the stylet upon activation of the safety device.

Manufacturer narrative:
Concusions - a root cause analysis was unable to be performed as the sample was not returned for analysis. However, a corrective action has been completed regarding needle/stylet separation which validated the crimping process. Sop's have been modified to define set-up requirements for a new window of parameters to ensure a good union between the needle and stylet assembly. The lot number reported was built prior to this corrective action.